Event description:
This is a report of a patient who experienced and was hospitalized for chest pains coincident with therapy for peritoneal dialysis. Therapy was ongoing. Treatment information was not reported. It was unknown if the patient recovered from the chest pains. The cause of the chest pains was not reported. No additional information is available at this time.

Manufacturer narrative:
(B)(4). As the device was not returned and the serial number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow-up report will be submitted.